Event description:
It was reported that the patient experienced diaphragmatic stimulation. The could not be relocated without causing diaphragmatic stimulation. The was explanted and replaced. The replacement lead could not be advanced without the use of subselector. The lead was attempted and not used. A longer lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant products: dtba1d4 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 6935m implantable tachy lead, implanted: (B)(6) 2013; 4076 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).